Event description:
A device was returned to a third- party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged dry mouth and device is not heating water. There was no patient harm or injury. During the evaluation of the device, the third- party service center visually inspected the device found evidence of foam degradation and confirmed the customer complaint. The device was scrapped.

Manufacturer narrative:
(B)(6). The above device serial number returned to the manufacture for similar complaints/events. H3 other text : device evaluated by third party service center.